Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated that their blood glucose (bg) was at 57mg/dl and they felt a little dizzy. Cgm was displaying a bg of 101mg/dl. The patient treated themselves and had a glass of apple juice. Patient's blood glucose went back up and he felt fine afterward. Additionally, the patient reported multiple other instances of cgm inaccuracy that occurred during the same sensor session, on (B)(6) 2016. Patient reported the following values: cgm reading 110mg/dl compared to bg meter reading 66mg/dl, cgm reading low compared to bg meter reading 161mg/dl and cgm reading 227mg/dl compared to bg meter reading 121mg/dl. At the time of contact, the patient was fine. No further event or patient information was provided.

Manufacturer narrative:
(B)(4).